Event description:
The initial reporter stated they received discrepant results for one patient sample tested with urea/bun on a cobas 8000 c702 module. The sample initially resulted in a bun value of 4 mg/dl. The customer repeated the sample due to the low initial value. The repeat result was 134 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed abnormal aspiration and sample short alarms. These can be an indicator of poor sample quality. The field service engineer decontaminated the analyzer. Vessels were cleaned. The rinse water volume and cell blank were adjusted. A cell blank measurement and photometry check were performed. Precision studies were performed and recovered within specification. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.